Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 45-90 mg/dl, disorientation, and a loss of consciousness resulting in customer hitting head; cause was unknown. Bg was addressed via consumption of carbohydrates. Emergency medical technicians were called however no treatment was provided to customer. No additional information was provided.